Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an occlusion alarm. The customer's blood glucose (bg) level was 300-400 mg/dl with moderate ketones and insulin injections were used to address the bg level. The customer reverted to insulin injections to manage diabetes. Tandem technical support had the customer perform a system check using new supplies on the pump and the pump was found to be functioning as intended. The customer's healthcare provider was to determine if the customer was to resume pump therapy.